Event description:
New information received notes the pacemaker was explanted. Further information was requested but not received.

Manufacturer narrative:
The event of battery depletion was not confirmed. The device was received operating at eri level. Analysis of device image noted device was programmed to high field setting. Device was returned to nominal settings. Further analysis did not find any anomaly with battery voltage at eri level. Longevity assessment was performed and longevity had exceeded the estimated level.

Event description:
It was reported the asymptomatic patient presented for in clinic follow up. Upon interrogation, it was observed the pulse generator battery exhibited premature battery depletion. Patient was stable. Further information was requested but not received.